Manufacturer narrative:
D10 concomitant medical product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colon surgery, in colon anastomosis, it was noted reinforcement material was used in conjunction with the stapling device and an incomplete staple line was noted, this resulted in an unanticipated tissue loss. The stapler was replaced with another brand, and the anastomosis was reinforced to resolve the issue.

Manufacturer narrative:
Additional information: b5, d1, d4 (model #, catalog), d8, g3, g4 (PMA / 510(k) #), h6 (fdd a050704) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colon surgery, in colon anastomosis, it was noted reinforcement material was used in conjunction with the stapling device, the first shot was fired and completed. However, when firing the second shot, the handle switch was found to be broken and could not complete the firing. This resulted in an unanticipated tissue loss. The stapler was replaced with another brand, and the anastomosis was reinforced to resolve the issue.